Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 80% stenosed lesion being treated was located in the first diagonal (dx) branch. The physician deployed a 3.00x32mm taxus express2 drug eluting stent in the proximal left anterior descending (lad) and over the mouth of the dx, inflated to 16 atms. The physician dilated with a 2.5x20mm maverick2 balloon and a dissection occurred. A 3.0x8mm quantum balloon was used to redilate the ostium of the dx. Then attempts were made to place two non-bsc stents and a 2.5x24 mm taxus stent in the dx, but none would pass through. A wire tip dissection occurred in the distal lad with an unk MFR's wire. A 2.25x12mm non-bsc stent was placed. An intra-aortic balloon pump was placed 'for safety'. Additional info has been requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review. A supplemental medwatch wil be filed.